Event description:
Over ultrafiltration. Facility reported that hemodialysis machine was set to remove 5.0kg, said it removed 6.5kg. Machine display said it only removed 3.33kg. Pt exhibited severe cramps and hypotension. Medical intervention required, no hospitalization.